Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to calcification. Associated symptoms include dyspnea. A new 19mm trifecta gt valve was successfully implanted.

Manufacturer narrative:
Explant was reported due to calcification. The investigation found that all three leaflets contained calcifications and had fibrous thickening. There was a perforation in leaflet 3. There was fibrous pannus ingrowth on the inflow surface of leaflet 1. There was incomplete coaptation of the leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the perforation could not be conclusively determined, however calcifications were present near the perforation.